Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003, 680r24 heart ring, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a rhythm check and it was observed that there was oversensing of t-waves within the atrial refractory period following a pvc (premature ventricular contraction) on the right ventricular (rv) lead. It was noted that this did not appear to influence device behavior. The rv lead remains in use. No patient complications have been reported as a result of this event.